Event description:
In 2009, the patient's mother reported that this morning, the patient woke up with a blood glucose reading of 398 mg/dl. She had no symptoms and treated her reading by bolusing insulin. They checked the patient's insulin infusion device and noticed a few small air bubbles in the cartridge that then formed a large air bubble. She stated the patient has had ongoing air bubbles since school started. The mother was unable to give information about the technique used for filling and changing the cartridge as she said the father does that. She stated the insulin is usually room temperature when filling the cartridge. She said the cartridge was changed last night. The mother was educated on the proper procedure to fill and change the cartridge and was assisted with going through the 'charge cartridge' process until she successfully completed it with all air bubbles removed. She stated the patient has allergies and that at this time of the year the patient is "stuffed up" which can elevate her readings until she takes medicine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.